Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There has been one another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol), there was a problem with the lens and patient cannot see as well corrected as preoperative corrected. Additional information was requested and received reporting that the patient experienced vision blurry since few weeks after surgery, vision is off and waxy. Patient also has blinding glare from headlights and can not drive at night. The patient cannot see well with glasses as she did with glasses preoperatively. There are two medical device reports associated with this patient. This report is associated with the right eye.